Manufacturer narrative:
Continuation of medical devices: product ID 37761, serial# (B)(4), product type recharger. Information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Analysis found that the connector pins were bent and the case was scratched. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient (pt) mentioned she cannot charge her implantable neurostimulator recharger (insr) and her stimulator was off and she was in pain. The patient was transferred to repair and the desktop charger was replaced. No symptoms were reported. No further complications were reported.